Event description:
This complaint is from a literature source. Literature citation: matsen fa 3rd, whitson aj, somerson js, hsu je. Anatomic total shoulder arthroplasty with all-polyethylene glenoid component for primary osteoarthritis with glenoid deficiencies. Jb js open access. 2020 nov 17;5(4):e20.00002. Doi: 10.2106/jbjs.oa.20.00002. Pmid: 33376930; pmcid: pmc7757838. Objective/methods/study data: authors identified 66 shoulders with type-b2 glenoids (n = 40) or type-b3 glenoids (n = 26) undergoing total shoulder arthroplasties with a non-augmented glenoid component inserted without attempting to normalize glenoid version and with clinical and radiographic follow-up that was a minimum of 2 years. The simple shoulder test (sst), the percentage of humeral-head decentering on the glenoid face, and bone ingrowth into the central peg were the main outcome variables of interest. All patients received global anchor peg all-polyethylene glenoid component and a standard-length, impaction-grafted humeral stem global advantage between august 24, 2010 and september 18, 2017. Cement is utilized on the 3 peripheral pegs and the central peg is uncemented for the all-poly glenoid component. Cement manufacturer is not identified. Adverse event(s) and provided interventions: qty 5 patients shoulder stiffness requiring manipulations within the first 3 months post surgical procedure. Qty 14 anterior penetration of the glenoid neck by the central peg (12 of the 14 had ingrowth of bone between the flanges of the central peg with no radiographic evidence of component loosening) - no interventions provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.